Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corners, minor scratches on the display window, and a cracked reservoir tube lip. The insulin pump had intermittent button response due to corroded keypad traces. A corroded motor home switch was noted during the visual inspection. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 247 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.